Manufacturer narrative:
The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was an attempted implant. The physician experienced issues with helix extension and pacing impedance measurements were greater than 3000 ohms. The physician suspects there is an issue with the lead as the measurements remained unchanged after removing and re-inserting the lead into the device three times. No adverse patient effects were reported.